Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe plug on a bd plastipak¿ 50ml concentric luer lock syringe was found leaking medicine during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: no samples or photos have been received for investigation. Ten retained samples of 50ll lot 1704263p are evaluated. On visual inspection of these ten samples, no damage or molding defect can be observed in any of them and the stopper is correctly assembled. DHR of lot 1704263p has been reviewed not finding any annotation or deviation regarding the alleged defect. During assembly process mechanical leak test is done to every syringe. In case any fails it is rejected automatically to scrap. Final products in this manufacturing line for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Sub-process: visual inspection functional inspection. Molding 2 injections per shift. Printing 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Once in the first pallet and once in last pallet of the lot. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Once in the first pallet and once in last pallet of the lot. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Once in the first pallet and once in last pallet of the lot. Secondary packaging: 1 shelf-package per pallet. Leak test is carried out with the 10 retained samples according to procedure. The 10 samples meet inspection requirements. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. This issue is not related to a manufacturing defect. No damage or molding defect has been observed in retained samples evaluated. Results for retained samples test meet specifications and no incidence happened during manufacturing process so, a definitive root cause cannot be determined. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure.